Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition with a scratched screen. Customer's complaint of error code 1870 was verified. The event log shows error 1870 occurred on (B)(6) 2014. Service replaced the motor and the front housing. Use testing was performed. The problem source is the faulty motor.

Event description:
Information was received that the cadd legacy pump had error code 1870 and screen damage. No reported adverse effects.